Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 08/08/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. An engineer evaluation was conducted on 10/16/2024. It was determines that the bear power block was not locked in place. The ac cable from the power input connector to the pcb was dislodged from the mating connector. See attached email. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations (B)(6) hospital.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply had no power coming in as indicated by the indicator light; light did not turn on. The device was not used. There was no patient involvement.